Manufacturer narrative:
G3 510k information corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the solitaire x revascularization device was returned for analysis within a shipping box, within a primary plastic pouch, and within secondary plastic pouches. ¿ visual inspection/damage location details: the solitaire x pusher was found separated proximal to the marker coil at ~4.0cm from the distal end of pusher. The tent attachment zone (proximal marker) was found in good condition. The stent non-working tear drop struts were found in good condition. The stent middle working length struts were found damaged (bent). ¿ testing/analysis: the separated solitaire x pusher was sent out for sem analysis. Per the report, the wire failed via mechanical damaged then overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿kink/damaged¿ report was confirmed as the stent struts were found damaged. Damage to the stent can occur if the device is advanced against resistance. However, no resistance was reported during delivery or retrieval of the solitaire x revascularization device. Therefore, the cause for the damage could not be determined. Regarding the separation found with the pusher, based on the sem report it is likely the pusher was cut upon return to medtronic for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal part of the solitaire stent became damaged during the procedure. The patient was undergoing treatment for an ischemic cerebral infarction located in the middle cerebral artery. The patient's pre-procedure tici score was 2, and post-procedure it was 3. IV tpa was not contraindicated, and one pass was made with the device. The patient's vessel tortuosity was moderate. It was reported that the catheters were delivered to the distal portion of the thrombus in m1 with the chikai 14 wire. The wire was removed and the solitaire was delivered into phenom 21 microcatheter. It was delivered smoothly without feeling any particularly strong resistance, and was neatly deployed to the lesion site. At that time, it was confirmed that the solitaire intermediate marker was being deployed neatly; at this point, there were no abnormalities with the product. The react 71, phenom 21, and solitaire were collected as one lump by using captive. After being collected outside the body, the solitaire removed from the tip side of the phenom 21. There was no particular uncomfortable resistance at this time. When an attempt was made to switch to the second pass, it was confirmed that the proximal portion solitaire was collapsed. Attempts were made to solve the problem by hand, but the deformed part did not return to its original state. A trevo 4mm stent was used to collect the thrombus with the react and phenom catheters, and the procedure was completed successfully. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). Additional information received reported that there were no issues that resulted in the damage that was found.